Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (freestyle). The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first occurred. The patient detailed that she tested her blood and obtained an alleged inaccurately high glucose result of 160mg/dl on the subject meter, which she compared to 56mg/dl on the other meter (freestyle meter). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with oral medication diet and exercise. She reported that she exercised and dieted in response to the alleged product issue. The patient stated that soon after she developed symptoms of ¿almost passed out as her sugar dropped so low¿. She reported that her grandson treated her with food and drink ¿plain sugar¿. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were performed. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. When the patient performed a control solution test, the result fell within lfss¿ acceptable range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event which required third party intervention after the alleged product issue began.